Event description:
At approximately 2:00am the customer's blood glucose went low. His wife and daughter tried to run a test on him with the contour next link but could not get the appropriate display that indicated it was ready for the test. After 3 attempts they finally received a reading of 24mg/dl. They had already called an ambulance. The customer went into a convulsion for approximately 7 minutes. When the paramedics arrived they retested the customer on their meter and the reading was 24mg/dl. Customer was given orange juice with sugar and jam, glucose paste and dextrose IV. He was eventually able to talk, but then his glucose started to drop again. He was taken to the hospital and released around 7:00am. It was unknown whether or not he received further treatment in the hospital. Customer was advised to return the meter for evaluation. A new meter was sent to him.